Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 156 mg/dl and insulin injection was administered. Pump system check was performed and time was found to be incorrect by a few minutes; cause was not known. Tandem technical support assisted the customer with correcting the time. Infusion set site was changed and insulin delivery was resumed.